Manufacturer narrative:
The guidewire was returned with the corewire in two broken segments. The guidewire broke at approximately 189 cm from the proximal end. Analysis of the cross section showed the guidewire broke due to torsional fatigue at the break point.

Event description:
It was reported the guidewire was found broken during preparation. The device was not used in the patient.